Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine, bupivacaine, and fentanyl via an implantable pump for unknown indications for use. It was reported that the patient was admitted to hospital for inadequate pain relief on (B)(6) 2021. It was noted the patient had uncontrolled pain. It was indicated the event was related to the device or therapy and related to the morphine, bupivacaine, and fentanyl. No actions were taken and the event was ongoing.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported increased low back pain. On (B)(6) 2021 a transforaminal lumbar epidural steroid injection was performed. On (B)(6) 2021 a bilateral sacroiliac joint injection was performed. On (B)(6) 2021 the patient reported at least 50% pain relief from steroid injection. The outcome of the event resolved without sequelae on (B)(6) 2021. The clinical diagnosis was updated to increased low back pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.